Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) has not been recovered from the field. Belt evaluation was accomplished through a review of downloaded software flag files on the day of the even. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device manufacture date: monitor: 11/28/2013. Electrode belt: 09/05/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient was at home at the time of passing. It was reported that the patient was sitting in a chair and lost consciousness at the time of the event. The patient's wife was present at the time of the event. Per review of the event, the patient received six inappropriate defibrillation shocks. The rhythm at the time of the first treatment was atrial fibrillation (af) with rapid ventricular response at a rate of 155 beats per minute (bpm). The post shock rhythm was asystole transitioning to severe bradycardia at 15 bpm. The lifevest delivered five more treatments during severe bradycardia and asystole with CPR artifact, which are considered non-treatable rhythms. Post-shock asystole is a known risk of external defibrillation.